Event description:
During a procedure to implant an atb plate along with a competitor interbody spacer, one of the iliac vessels was nicked. Two units of blood along with the cell saver blood was given to the pt. Pt was closed and sent to ICU. Later in the day, the pt died.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn, as no device was returned. Synthes is unable to determine the manufacturer date without a lot number.